Manufacturer narrative:
The manufacturer's field service engineer (fse) confirmed the reported issue. The software was returned to the previous software revision 2.10 at the request of the customer.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed vent inop due to a blower speed error. There was no patient harm.

Manufacturer narrative:
Updated .